Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced recurrent low glucose events while using the ilet bionic pancreas with a dexcom g7 sensor, with the lowest continuous glucose monitor readings in the 40s and the patient attributing the events to challenges with algorithm adaptation due to inconsistent eating habits; the patient typically treated with oral glucose tablets. Symptoms included low blood glucose. Outcomes included device alerts for urgent low, urgent low soon, and low glucose. Investigation included troubleshooting and education. Investigation of this case revealed the cause of hypoglycemia was unclear, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.